Manufacturer narrative:
Poly core returned for eval. Eval confirmed a broken radiographic-visibility wire. This wire was a custom design that is not the design of the current legally marketed device. Poly core shows little wear.

Event description:
Poly core was replaced.